Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap was protruded. Customer does not know how damage occurred. Customer also reported to have had a low reservoir and received a sensor error. Customer's blood glucose was 461 mg/dl which was treated with insulin pen and food. Customer was advised that insulin pump would need to be replaced.